Manufacturer narrative:
The returned lead was extensively analyzed. During this inspection, multiple signs of abrasion were found along the lead body. Especially between 54 cm and 55 cm distal of the is-1 connector pin, the insulation was damaged due to fraying. This damage is with high probability the cause of the clinical complaint. The observed damage manifestation leads to the assumption of interaction with a partner lead. X-ray images or diagnostic images of any other kind that could provide information about the positional relationships of the implanted system in the body were not available for analysis. In addition, extraction damage could be seen at the lead. The rope conductor to the shock coil was strongly coiled in its lumen. It also showed a rope fracture 2 cm distal of the connector pin. In addition, the shock coil and the fixation were severely deformed. These damages indicate the impact of tensile forces. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - after an implantation period of approximately 72 months, ventricular oversensing was reported. No adverse patient events were reported.